Event description:
It was reported that the customer's pump touchscreen was cracked causing the screen to remain black and unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.